Manufacturer narrative:
This device is used for therapeutic purposes. Cable cp393-2 4.5m bipolar valleylab, part # cp393-2. (B)(4). Quality engineer reviewed the returned device. The burn of the plastic is the consequence of the formation of an electric arc probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). The formation of the blister on the electrode is due to the pressure of the glue on a pre-existing crack on the tube during the sterilization cycles.

Event description:
It was reported the black plastic piece of the forceps is burnt at the connection level. A similar burn has been noted on the cable in the same area. During dismantling, it has also been noted that the electrode tube presents a crack and a blister.